Manufacturer narrative:
S/w version 4.11c, retainer ring =black. Customer returned insulin pump for alleged low reservoir anomaly on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08740 inches. No unexpected alarms/alert/anomalies noted during testing. Low reservoir alarm was set to 20 units and alarmed at 17 units. Reservoir icon and alarm updated and functioned properly. Device was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms, alerts or anomalies noted during testing or in the history files or traces. Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on electrical board 1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked case - corner of belt clip rails. No unexpected alarms/alert/anomalies noted during testing. Low reservoir anomaly and reservoir icon not working not confirmed. Moisture damage noted on electrical board 1. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the reservoir icons appeared empty but the reservoir was full. No harm requiring medical intervention was reported. The customer will discontinue to use the device.